Event description:
The customer stated that she was hospitalized for high blood glucose levels. Troubleshooting was performed, and the programming was not correct. The insulin pump also failed the prime test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.